Manufacturer narrative:
Hardware low level failure alarm (variable info=3) confirmed in the pump history and during self test due to broken trace on u1 keypad assembly.(pin 1 and 6). Pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple battery error. The customer's blood glucose was unknown at the time of incident. The battery cap of the insulin pump was not damaged. The device is not expected to be returned for analysis.